Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was on, but the display remained black. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Cause was not known. At the time of report and follow-up no additional information was provided regarding the low bg. Ultimately, the customer reverted to an alternate method insulin therapy.